Event description:
Clinical study. The patient was enrolled in the program in 2004. Target lesion 1 was identified in the lmca with 75% stenosis and a 3.5 mm reference vessel diameter. Target lesion 1 was treated with placement of a 3.5 x 16 mm taxus express2 8.8% stent. There was a significant 'dog bone' at 4 atm and following post-dilatation, residual stenosis was 0%. During the procedure, it was noted that rca was widely patent with no evidence of residual perforation. Two days later, the pt underwent successful stenting of the diffusely diseased left iliac system distal to the internal iliac. In addition, the ostia of the right and left renal arteries were successfully stented. The pt was discharged the following. The pt was readmitted the following day after presenting with left flank pain, hypotension, and anemia. The pt underwent an egd which showed large, bleeding duodenal ulcer. Exploratory laparotomy revealed no retroperitoneal bleeding, however, there was a question of ischemic colitis. There did not appear to be any perforated viscus. The pt continued to deteriorate and was transferred to hospice care and died 15 days later. There is no death ceertificate. The death summary from hospice notes the cause of death as 'end stage cardiac disease'.